Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also notes that there was error code (e-7: err_software), (error 53: err_comp_log_sem_timeout), (e-66: err_stuck_encoder_b), present in the device logs. Foam particles present inside the blower kit. The unit is functional. The device was scrapped by the service center after the evaluation was completed.